Event description:
It was reported that there was possible failure of the device to defibrillate a ventricular episodes and subsequently the patient expired. Information identified in the paperwork indicated the patient died approximately 2 ½ years post implant of the ICD system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 implantable pacing lead, (B)(6) 2010. (B)(4).